Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the electrogram (egm) showed t-wave oversensing (twos) with the right ventricular (rv) lead. It was also reported that rv sensing was tested rv-tip to rv-coil and r-wave measurement improved in this configuration. Therefore rv sense polarity was programmed from bipolar to rv-tip to rv-coil and the rv lead remains in use. No patient complications have been reported as a result of this event.